Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter found that the door not fully latched alarm that occurred during the device evaluation, was caused by a failed upper aux. The upper aux assembly was replaced.

Event description:
During baxter's evaluation of the device a door not fully latched alarm was present. There was no patient involvement.